Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-12990 serial/batch number (B)(6) was received for investigation. Functional testing of the ar-12990n revealed resistance. A visual evaluation revealed a piece, possibly a broken needle, on the jaw of the instrument. The most likely cause of the reported and observed failure is user error due to excessive force when passing the needle.

Event description:
On (B)(6) 2024, it was reported by a sales rep via (B)(4) that an ar-12990 knee scorpion broke inside a knee scorpion passer. This occurred during a procedure, the fragment was retrieved and the case was completed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.